Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). It was reported that patient wanted  a meeting w/ the rep to get reprogramming of the ins done. Pt noted that the ins is located in their back and they are having trouble programming the ins. Pss asked for clarification. Pt answered that the ins provides stimulation in the right area, but when they go from the standing up to laying down position, they want the ins to shut off. Pt confirmed that they need help from the mdt rep w/ the adaptive stimulation (as). Pss asked for an event date and the pt answered that the issue began in the last year or so, noting that they previously have been able to correct it, but now they can't get the therapy to work the way it's supposed to. Pss offered to send a message to the field and reviewed expectations w/ getting a response.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.